Event description:
It has been reported to philips that the allura xper fd10 shutters were unavailable. It is unknown if the device was in use at the time of the event. No patient harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has started an investigation of this complaint. According to the information provided, the collimator shutters were unavailable during clinical use. Analysis of the system log file revealed that there was a mechanical motor issue in the collimator that caused the reported event. A philips service engineer, inspected the system and confirmed that the h4 led on the collimator was active, which is a self-test of the collimator for any periodic faults. The engineer replaced the collimator and the system was returned to use in good working order. Codes were updated based on the investigation outcome.